Event description:
Around one year post-op patient experienced multiple posterior dislocation at flexion position. It is reported that explanted liner showed no wear and metal ring looked intact. Surgeon thought impingement of stem to posterior tilted pelvis caused dislocation.